Event description:
The lead was explanted.

Event description:
It was reported that the lead perforated the right ventricle. Exit block was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. A lead tip stiffness test was found to be within specification.